Manufacturer narrative:
This report is for an unknown synthes cerclage wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lim, e.j. Et al (2021), surgical outcomes of minimally invasive cerclage clamping technique using a pointed reduction clamp for reduction of nonisthmal femoral shaft fractures, injury, vol. 52 (xx), pages 1897¿1902 (korea, south). The aim of this retrospective comparative study is to describe the minimally invasive cerclage clamping technique (micc) and compare radiological and clinical results of micc with that of percutaneous cerclage wiring (pcw). Between 2010 to 2019, a total of 68 patients were included in the study. Patients were divided into micc or pcw group according to their respective method of fracture reduction. Pcw was performed in 31 patients (16 male and 15 female; mean age 57.5 ±15.9 years) with a percutaneous cerclage wire system (depuy synthes, oberdorf, switzerland). The follow-up period for micc group and pcw group was 106.2 ±67.7 and 80.0 ±9.2 weeks, respectively. The following complications were reported as follows: 1 patient had a postoperative infection who underwent nail removal, debridement with antibiotic-embedded cement filling, and osteosynthesis with plate and nail constructs. In 18 patients, the quality of reduction after wiring was classified as displacement within 1 cortex. In 6 patients, the quality of reduction after wiring was classified as displacement of > 1 cortices. This report is for a synthes cerclage wire. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unk - cable/wire: cerclage wire .